Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an allergic reaction and a rash where the pump was worn. Reportedly, the customer has not contacted the healthcare provider and treated with hydrocortisone. Tandem technical services recommended to contact their healthcare provider about the reported occurrence.